Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument's blade was nicked. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint instrument blades mechanical indentations/burrs. The instrument was found to have blade damage near the middle of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Probable root cause of the failure mode mechanical indentations and/or burrs instrument blades is attributed to damage when attempting to cut incompatible material, such hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
Refer to h11 for follow-up information.